Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the lumen appears- patent with the proximal lumen showing embedded metal wire') and uterine perforation ('uterine perforation') in a 27-year-old female patient who had essure (batch no. C61068-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included asthma (chest pain due to asthma), hernia repair, loop electrosurgical excision procedure, back pain, gallbladder removal, kidney stone, bilirubin elevated, pap smear, shortness of breath, irregular periods, aching joints, pain pelvic, stress, constipation, diarrhea, unable to urinate, coughing, sneezing, nocturia, night sweats, itching, chills, wheezing, palpitations, reflux gastritis, urine incontinence, painful periods, dizziness, fainting, numbness, tingling, anxiety, excessive thirst, hot flashes, multiple allergies, pressure chest, muscle spasm, heartbeats skipped, device component malfunction, uterine bleeding, cervicitis human papilloma virus, endocervical polyp, vaginal dryness, tearfulness and ovarian cyst. Concurrent conditions included depression, chest pain (chest pain due to asthma) and pelvic pain. Concomitant products included naproxen (B)(6) 2018 to (B)(6)2018, ondansetron since (B)(6)2014, paracetamol (tylenol) from (B)(6)2015 to (B)(6)2015, pyridoxine since (B)(6)2014, salbutamol (albuterol hfa) since 2008, sertraline hydrochloride (zoloft) from 2010 to 2015 and sertraline since (B)(6)2014. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced vulvovaginal pain ("vaginal pain"), abdominal pain lower ("lower abdominal pain"), pericardial cyst ("blood or heart disorder/condition type:pericardial cyst"), chest pain ("blood or heart disorder/condition type:chest pain"), dental caries ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and the first episode of vaginal discharge ("vaginal discharge"). In (B)(6)2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition:depression"), dyspareunia ("dyspareunia(painful sexual intercourse)") and irritable bowel syndrome ("gastrointestinal or digestive system condition type:irritable bowel syndrome"). In (B)(6)2015, the patient experienced alopecia ("other injury(ies) or complication(s) please describe: hair loss"). In (B)(6)2015, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6)2015, the patient experienced migraine ("migraines / headache"). In (B)(6)2015, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal)/other injury(ies) or complication(s) please describe: uti,") and upper respiratory tract infection ("infection (other) describe:upper respiratory infections"). In (B)(6)2016, the patient experienced rash ("rashes or skin conditions type:rashes"). In (B)(6)2016, the patient experienced ocular rosacea ("vision/eye problems type: need glasses / ocular rosacea") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6)2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), nausea ("nausea"), vomiting ("other injury(ies) or complication(s) please describe:vomiting"), coital bleeding ("inability to have sex with my husband because of bleeding and pain"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain") and the second episode of vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the embedded device, uterine perforation, mood swings, menorrhagia, urinary tract infection, depression, rash, pericardial cyst, dysmenorrhoea, ocular rosacea, irritable bowel syndrome, vomiting and coital bleeding outcome was unknown, the vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, female sexual dysfunction, upper respiratory tract infection, migraine, nausea, dyspareunia, fatigue, weight decreased, alopecia, pelvic pain, abdominal pain and the last episode of vaginal discharge had resolved and the chest pain and dental caries was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, chest pain, coital bleeding, dental caries, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, ocular rosacea, pelvic pain, pericardial cyst, rash, upper respiratory tract infection, urinary tract infection, uterine perforation, vaginal haemorrhage, vomiting, vulvovaginal pain, weight decreased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: trailing coils :left 4 ,right : 4. Current weight 105 lbs. Patient received treatment for pain:apareunia, dyspareunia (painful sexual intercourse), pelvic/abdominal,bladder/urinary problems : vaginal discharge,injuries/symptoms : fatigue, weight loss, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.957 kgs. Ultrasound scan - on (B)(6)2008: bilateral essure devices appears appropriately positioned. Extensive para uterine vessels. In the appropriate clinical setting ,this may represent pelvic congestion syndrome. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea (cramping), abnormal bleeding(menorrhagia), headache, nausea, vomiting, pericardial cyst, dyspareunia, fatigue, vaginal discharge and depression. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : new events "pelvic pain, abdominal pain, vaginal discharge" added. On 17-sep-2019 : update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the lumen appears- patent with the proximal lumen showing embedded metal wire') and uterine perforation ('uterine perforation') in a (B)(6) year-old female patient who had essure (batch no. C61068) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included asthma (chest pain due to asthma), hernia repair, loop electrosurgical excision procedure, back pain, gallbladder removal, kidney stone, bilirubin elevated, pap smear, shortness of breath, irregular periods, aching joints, pain pelvic, stress, constipation, diarrhea, unable to urinate, coughing, sneezing, nocturia, night sweats, itching, chills, wheezing, palpitations, reflux gastritis, urine incontinence, painful periods, dizziness, fainting, numbness, tingling, anxiety, excessive thirst, hot flashes, multiple allergies, pressure chest, muscle spasm, heartbeats skipped, device component malfunction, uterine bleeding, cervicitis human papilloma virus, endocervical polyp, vaginal dryness, tearfulness and ovarian cyst. Concurrent conditions included depression, chest pain (chest pain due to asthma) and pelvic pain. Concomitant products included naproxen (B)(6) 2018 to (B)(6) 2018, ondansetron since (B)(6) 2014, paracetamol (tylenol) from (B)(6) 2015 to (B)(6) 2015, pyridoxine since (B)(6) 2014, salbutamol (albuterol hfa) since 2008, sertraline hydrochloride (zoloft) from 2010 to 2015 and sertraline since (B)(6) 2014. In (B)(6) 2015, the patient experienced vulvovaginal pain ("vaginal pain"), abdominal pain lower ("lower abdominal pain"), pericardial cyst ("blood or heart disorder/condition type:pericardial cyst"), chest pain ("blood or heart disorder/condition type: chest pain"), dental caries ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), dyspareunia ("dyspareunia (painful sexual intercourse)") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"). In (B)(6) 2015, the patient experienced alopecia ("other injury(ies) or complication(s) please describe: hair loss"). In (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2015, the patient experienced migraine ("migraines / headache"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal)/other injury(ies) or complication(s) please describe: uti,") and upper respiratory tract infection ("infection (other) describe: upper respiratory infections"). In (B)(6) 2016, the patient experienced rash ("rashes or skin conditions type:rashes"). In (B)(6) 2016, the patient experienced ocular rosacea ("vision/eye problems type: need glasses / ocular rosacea") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), nausea ("nausea"), vomiting ("other injury(ies) or complication(s) please describe:vomiting") and coital bleeding ("inability to have sex with muy husband because of bleeding and pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, uterine perforation, mood swings, menorrhagia, urinary tract infection, female sexual dysfunction, depression, rash, pericardial cyst, dysmenorrhoea, ocular rosacea, fatigue, weight decreased, irritable bowel syndrome, vomiting and coital bleeding outcome was unknown, the vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, upper respiratory tract infection, migraine, nausea, dyspareunia and alopecia had resolved and the chest pain, dental caries and vaginal discharge was resolving. The reporter considered abdominal pain lower, alopecia, chest pain, coital bleeding, dental caries, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, ocular rosacea, pericardial cyst, rash, upper respiratory tract infection, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vomiting, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: trailing coils: left 4, right: 4. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Ultrasound scan - on (B)(6) 2008: bilateral essure devices appears appropriately positioned. Extensive para uterine vessels. In the appropriate clinical setting, this may represent pelvic congestion syndrome. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea (cramping), abnormal bleeding (menorrhagia), headache, nausea, vomiting, pericardial cyst, dyspareunia, fatigue, vaginal discharge and depression. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs and mr received-event injury to herself removed and new events device embedded, uterine perforation, hormonal changes describe: mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection (bladder/urinary tract/vaginal) type: uti, apareunia (inability to have sexual intercourse), infection (other) describe: upper respiratory infections, psychological or psychiatric problems condition: depression, rashes or skin conditions type: rashes, migraines / headache, blood or heart disorder/condition type: pericardial cyst, chest pain, nausea, dental problems, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), vaginal discharge, vision/eye problems type: need glasses / ocular rosacea, fatigue, weight gain / loss specify which one: weight loss, gastrointestinal or digestive system condition type: irritable bowel syndrome, other injury(ies) or complication(s) please describe: vomiting, hair loss, lower abdominal pain, vaginal pain and she did not underwent essure confirmation test were added. Reporter confirmation yes and patient demography added. Updated suspected drug indication. Medical history and concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.